Manufacturer narrative:
The memory dump revealed that this device had triggered eri prematurely due to extended charge times. It was not possible to predict when eol would be triggered but technical services discussed eol charge times and considering replacement once eol is reached. At this time the device remains implanted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has reached elective replacement indicator (eri). It was noted that this particular patient had received many shocks during device implant. The physician wanted to know how long it would be before end of life (eol) would be reached. A memory dump was sent for analysis to european technical services. No adverse patient effects were reported.